Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed for provided material number 302772 and lot number 2110403. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of the reported lot number were obtained from the manufacturing facility. The retained samples were reviewed; however, no defects were identified. Based on the investigation results, an exact cause could not be determined for the reported incident. If the affected samples become available for this incident or any potential future incidents, we would greatly appreciate the opportunity to conduct a thorough sample analysis. Bd keeps the particulate matter to extremely low levels due to the stringent preventive measures in place. The entire assembly and packaging process takes place in an environmental controlled room where good manufacturing practices are followed. We are confident this was an isolated incident with an unlikely recurrence. Further action has not been determined necessary at this time. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported while using bd solomed syringe foreign matter was found. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: distributors into the electricity reported that when pumping liquid will appear to float small black spots, the liquid is not a problem, the end-customer decided that the tube foreign body.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd solomed syringe foreign matter was found. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: distributors into the electricity reported that when pumping liquid will appear to float small black spots, the liquid is not a problem, the end-customer decided that the tube foreign body.